Manufacturer narrative:
The investigation into the console (aic) purge disc/flag issue has been completed. The device was not returned for evaluation. Data logs were reviewed finding no instances of the reported "cassette not detected" alarms found in the logs from the reported occurrence date. However, there were 2 instances of purge disc not detected alarms (event set #402) found from the reported occurrence date. Both instances of purge disc not detected alarms were resolved quickly after the purge disc was inserted. The root cause of the purge disc/flag issue was unable to be determined because the product was not returned.

Event description:
The user facility reported a 69-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The automated impella controller (aic) failed to detect an installed purge cassette during set up. The aic was replaced as a result of the noted failure. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.